Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia. Customer¿s blood glucose level at the time of incident was 28 mmol/l. Customer experienced blood glucose values of 3.4 mmol/l and around 28 mmol/l to 30 mmol/l. Customer reported they received the open book image on the insulin pump screen and also had a broken force sensor was detected during seating or regular delivery. Customer stated insulin pump was not exposed to a high magnetic field. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the inside of the battery tube and on the electronic assembly and motor during visual inspection.